Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_motorola one 5g uw ace / 1.6.1 / android_10.

Event description:
It was reported that the pump emitted a burning smell and the tandem-provided charging supplies became warm to the touch despite being in room temperature conditions while the pump was charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.